Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an acl reconstruction procedure, when the femoral tunnel was made, the drill broke. It is unknown how the procedure was completed or if there was a surgical delay. No further complications were reported.

Event description:
It was reported that during an acl reconstruction procedure using drill flexible endoscopic cannula, when the femoral tunnel was made, the auger broke. All the broken pieces were retrieved from the patient by drilling from the outside with a 4.5 mm drill to push the drill 7mm out and then with a hemostat to grab and pull the pieces out. The procedure was completed with a 3 minutes surgical delay using a back-up device. No further complications were reported. The current status of the patient is normal.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference: (B)(4). H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution a complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. Anticipated risk is maintained: a risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states per case details, the broken auger pieces were retrieved from the patient. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.